Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney the patient underwent ventral hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent laparoscopic lysis of adhesions on (B)(6) 2014 due to a ¿high-grade but partial small bowel obstruction secondary to adhesions to the previously placed mesh¿ where the surgeon noted ¿the bowel appeared to be stuck to the mesh in the umbilical area causing adhesive bands and the small bowel obstruction.¿ it was further reported the patient underwent partial mesh removal, laparoscopic lysis of adhesions and small bowel resection on (B)(6) 2014 secondary to an obstructing mass in the mid small bowel. The surgeon noted there ¿was an obvious obstructed area of the portion of the small bowel and even perhaps a small piece of mesh attached to the antimesenteric surface of the small bowel. This was scarred tightly to the pelvic sidewall and appeared to be the site of the chronic intermittent and partial obstruction. Several bands of adhesions were taken down.¿ it was reported the pathology report noted ¿marked fibrovascular adhesions in the segment of dissected small bowel and foreign body giant cell reaction, serosal/subserosal, associated with portion of mesh material and chronic inflammation. It was reported the patient continues to experience severe pain, adhesions, bowel obstructions, bowel resections, swelling, nausea, diarrhea, chills, inflammation, loss of appetite, weakness, multiple operations and extreme weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 08/19/2020.